Event description:
On 08/22/2025 the patient reported that the ilet wake button was unresponsive unless the device was on the charger. After restarting, the wake button functioned normally. The patient reported no bg issues and no adverse health effects.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.